Event description:
Received information the hcp received the power on reset screen on the physician programmer. The patient had been in the hospital the week before. The hcp was instructed by the manufacturer's technical services on how to synchronize devices. The hcp was planning to reprogram the patient that afternoon. Additional information has been requested and if received, a follow up report will be sent. Reference MFR report # 3004209178-2011-03693 for related neurostimulator.

Manufacturer narrative:
(B)(4).